Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he received a weak battery alert, changed the battery and the display went blank. It was stated that the insulin pump does not have physical damage but the belt clip broken and was glued back. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value at the time is unknown; current value was 121 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No unexpected weak battery alarm noted. No damage found on the lcd isolation tape noted. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.